Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch report mw5081821) that a female patient underwent an unspecified procedure with saline mentor smooth round moderate plus profile 350cc breast implants developed symptoms including but not limited to low energy level, hair loss, exhaustion, acne on neck and forehead, stress, fatigue and dietary/digestive issues. The patient was diagnosed with hashimoto's thyroiditis requiring medication. After treatment, the hair loss, acne and digestive issues continued. The root cause of the patient's symptoms are unclear. No product issue, such as rupture/deflation, was reported. As a result, the patient underwent removal on (B)(6) 2018. This report is for the left side.